Event description:
The following has been reported: biomed reported: pump (B)(6) is stating misslodged cassette error even after being cleaned and power cycled. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av spring cage). An active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was not confirmed. The cassettes were placed onto the pump and was getting cassette misloaded error when the bottom of the cassette wasn't pushed in, but didn't give the error every time. Once the cassette was pushed in at the bottom the error went away. The pump was reverted to manufacturing mode to test functionality of set ID and was able to pass testing. Pump will be sent to repair to go through all functional testing.